Event description:
It was reported that the upper weldment was cracked around the upper lift tube. There was no reported pt involvement or adverse consequences.

Manufacturer narrative:
Weld on upper lift tube.